Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: 590cc mentor memorygel breast implant, catalog # 3505590bc, serial # (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with mentor memorygel breast implants and experienced baker grade iii capsular contracture on the left side post-operational. As a result, the patient is scheduled to undergo device removal and replacement with a 535cc mentor memorygel breast implant, catalog number 3505535bc on (B)(6) 2020.

Manufacturer narrative:
Additional information: on 2/5/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on february 10, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On february 11, 2020, mentor became aware of the patient's correct date of birth. Mentor also became aware that the patient underwent bilateral device removal and replacement with 590cc mentor memorygel breast implants, catalog number 3505590bc, serial numbers (B)(6) on the left side and (B)(6) on the right side on (B)(6) 2020. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual inspection of the device it was observed with no apparent damage. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms manufacturer's reference number: (B)(4).